Event description:
It was reported that the es2 blocker started to back out. Revision surgery occurred on patient to extract and replace blocker.

Event description:
It was reported that the es2 blocker started to back out. Revision surgery occurred on patient to extract and replace blocker.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the customer event of disengagement of the mantis redux blocker was confirmed via visual inspection and customer correspondence. The blocker disengagement was discovered by x-ray during a post-op visit. The product issue required a revision surgery to stabilize the construct and remove the instrumentation. The deformation pattern on the bottom of the blocker implicated that only one side of the blocker was properly engaged with the rod. Conclusion: based on the construct assembly, location of the disengagement, and condition of the blocker it is likely that insufficient rod length and/or angulation of the rod led to non-perpendicular/insufficient engagement of the rod.